Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that unexpected pacing spikes and unidentified waves were observed on electrogram. The device was undersensing and not detecting some intervals due to the setting of the atrial blanking. The device was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.